Event description:
It was reported that the customer had a blood glucose level of over 700 mg/dl. The customer treated with three manual injections. The customer's blood glucose level at the time of the report was 323 mg/dl. Standard troubleshooting was performed. The customer's infusion set's cannula was bent. The customer was advised to change his reservoir, insulin, and infusion set. The customer stated he did not feel comfortable with the insulin pump. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. No physical damage noted during visual inspection.